Event description:
A surgeon reported c3f8 gas was injected onto the pt's eye without being diluted. A secondary surgery was performed the same say. There was no pt impact reported. The company sales rep reported the auto gas filler had been diluted to 12% during the initial procedure. Add'l info was received from an international company rep reporting that this event was a user error. The physician wanted to instill 12% gas and proceeded with setting the auto-gas filler. The surgeon thought the gas infused from the system was already diluted to 12%, therefore, undiluted gas was injected into the pt's eye. A second surgery was performed on the same day to correct this issue.

Manufacturer narrative:
The customer reported that due to a user handling issue, c3f8 gas was injected without being diluted from their system. Add'l info received from the customer stated there was no alleged malfunction of the system. The physician had intended to use 12% gas for the procedure and set up the system auto-gas filler. But he was mistaken about the gas from the system already [having been] diluted to 12%. As a result, undiluted c3f8 gas was injected to the pt. The customer noted the company sales rep had instructed the customer that c3f8 gas from the system was already diluted. Once the miscommunication was recognized after surgery, the company sales rep immediately informed the physician of the discrepancy. A second surgery was performed the same day without incident. There was no pt harm. The reported event was a user handling issue. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Although it cannot be conclusively determined, the root cause of this event appears to be a user handling issue. Per the system operator's manual, section 2.32, the gas mix ratio guide within the system user interface is a tool to assist the user in calculating the syringe volume adjustments required in order to achieve the desired mixture. However, "adjusting the gas mix ratio guide does not automatically fill the syringe to the desired mixture. The user must manually move the plunger to make the gas volume adjustment in the syringe after detaching the syringe assembly from the console." (B)(4).